Event description:
Alaris pump infused lasix 100 mg within seconds. Rn set up pump to infuse lasix a 5 ml/hr. When patient blood pressure was dropping, nurse noted that the lasix was infusing quickly even though the alaris pump channel showed that it was being infused at 5 ml/hr. Rn set pump up appropriately and as ER states nurse witnessed it dripping faster than the set rate of 5 ml/hr. Pcu (brain); channel a; channel b; channel c; channel d [serial numbers redacted]. Channel d was the one that infused the medication.